Event description:
Uncuffed sterile gloves in line change tray kit. Posing a risk to patients. Cannot practice sterile technique if the gloves are uncuffed. This was escalated to the mfg who says they have identified a lot was prepared incorrectly. Lot 24kbq886. Caught in real time by rn; another set of sterile gloves utilized for this line change. As of [redacted], medline stated multiple lots have had the same issue 24lbl328 . 24kbq886 . 24lbq074. Manufacturer response for sterile line change kit, (brand not provided) (per site reporter).